Event description:
The customer was hospitalized for dka. The contact stated that the customer's pump had alarms, but they did not call to help line for assistance. Troubleshooting could not be performed with family member without customer's permission.